Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during fill 2 of 4 was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the home choice (hc) machine during fill 2 of 4. The technical service representative (tsr) assisted with troubleshooting and advised the hp to cycle power to clear the alarm. The tsr explained that the se alarm indicated air entered the set up and advised of proper procedures per the user manual. The hp confirmed to replace the setup and restart. On (B)(4) 2011, product surveillance spoke with the hp who stated that the issue was resolved. The hp verified that there were no loose connections, disconnections or defects noted with the supplies. The hp stated that her stomach felt as though it had a knot in it after the alarm. She stated she did not receive any medical intervention as a result of this incident. The hp stated that she was doing fine and continuing therapy without issue.